Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 45 to 320 mg/dl at the time of the incidents. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incidents. The customer reported insulin overdoses or chasing blood glucose levels leading to blood glucose fluctuations. The customer reported pump physical damage. Troubleshooting was not completed as the customer declined. The customer uses a competitor's sensor system. The insulin pump will not be returned for analysis.